Event description:
Additional information was received that reported the patient had inadequate pain coverage and underwent revision surgery on (B)(6) 2012. The patient's right lead was replaced and the left lead was repositioned. The implantable neurostimulator (ins) and pocket were evaluated. The cause of the symptoms was unknown. The patient recovered without sequelae. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced acute pain in their leg for about a year following a lead revision (reason for revision not provided). The patient noted that her healthcare professional (hcp) tested her leads and found they are "no longer active". It was also noted that charging of her implantable neurostimulator (ins) took an abnormally long time. Specifically, she would recharge when her ins battery was half full and that it took about 2 hours. She had full coupling bars as noted on the external recharger and has reached the fully recharged screen in the past. Testing on her ins by her hcp and the company representative showed everything was "good". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, lead model 3777-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), extension model 3708120, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, extension model 3708120, serial# (B)(4), implanted: 2008 (B)(6), explanted: na.

Manufacturer narrative:
Lead model: 3778-60 serial#: (B)(4), implanted: 2012 (B)(6), explanted: na.